Event description:
Clinical report states patient was revised to address osteolysis, pain, and stiffness.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied investigational inputs found evidence of significant scar tissue with loss of the suprapatellar pouch as well as the medial and lateral gutters. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Although the investigation could not draw any conclusions about the root cause of the reported patient pain and stiffness, excessive patient scar tissue and patient large physical stature are possible contributing factors. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.